Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2005 along with concurrent paravaaginal repair with graft placement (anterior mesh), extraperitoneal vaginal vault suspension, transvaginal hysterectomy, cystouresthroscopy due to symptomatic pelvic organ prolapsed and dysfunctional urine bleeding.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, and cystocele.